Event description:
It was reported while using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation, and the indicated failure mode was not observed in the provided images. A visual inspection was conducted on 100 retained samples, and no failures were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.